Manufacturer narrative:
The device with the lens was returned loose inside the opened carton. The plunger lock and lens stop were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was at the start point of the loading area. The lens was located in the loading area with no signs of advancements. There was no evidence observed of a plunger override or a retraction of the plunger. There was no ovd travel path observed. The anterior of the nozzle tip was bent down, possibly due to being returned loose in the carton. Product history records were reviewed and documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported during an intraocular lens implant procedure, the lens did not eject. Patient contact was noted but no patient harm was observed. Additional information has been requested.